Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the large hem-o-lok clip applier instrument would not fire. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the large hem-o-lok clip applier instrument would not fire. There was no patient injury. The procedure was completed robotically. No fragments fell inside of the patient¿s anatomy. There was no procedure delay. The instrument was inspected prior to use, and nothing was observed out of the ordinary. The large purple clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instruction for use (IFU). The instrument would not work from the beginning. The issue was resolved with a backup clip applier instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. Components adjacent to this severely bent grip did not show damage. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.